Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable and switch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has a broken interconnect cable and the x-ray fluoro switch, on the top of the doghouse, is broken. There was no report of pt injury.